Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the surgical staff reported they were working on the sewing the y mesh to the sacrum. No patient harm, adverse outcome or injury was reported. No further information was provided. On (B)(4) 2012 failure analysis received the mega suturecut needle driver instrument and detected a cable break on the instrument. The complaint was evaluated and made reportable based on the malfunction.

Manufacturer narrative:
The instrument was returned and evaluated. Additional observation not reported by site is a broken cable. One grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.